Event description:
On 12/05/1997, the pediatric nursing supervisor at the account splashed her eye with reagent, while teaching a hlth technician how to run the signify strep a test. The hlth technician was wringing the swab against the side of the tube after the extraction steps were performed when the swab came out of the tube and splashed the supervisor in the eye. Both reagent 1 and 2 were in the tube along with the pt swab, from a hlth tech. After the incident, the supervisor immediately flushed her eye at the wash station. A physician examined her eye and stated there may be an abrasion on the surface, possibly caused by burning of the tissue from the chemicals. The physician treated the supervisor with an ophthalmic topical antibiotic solution. On 12/16/1997, further info was rec'd from the account. The dr confirmed a corneal abrasion from a chemical burn. The supervisor was taking 3 drops of blep 3 times per day and was wearing an eye patch. She also stated that her eye was still irritated but healing. No further pt info has been rec'd.